Event description:
It was reported while using bd bactec¿; mgit¿; 960 supplement kit a large mycete was discovered.

Manufacturer narrative:
H6: investigation summary: mgit 960 supplement kit batch 0198632 is composed of mgit panta batch 0198615 and mgit 960 growth supplement batch 0198624. The batch history record review for mgit 960 supplement kit batch 0198632 was satisfactory. No quality notifications were generated during manufacturing. The complaint history was reviewed, and one other complaint has been taken on this kit batch for contamination. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 0198632 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Retention samples were available for supplement batch 0198624 (10 vials) and panta batch 0198615 (10 vials). No microbial growth was observed in the 10/10 supplement batch 0198624 vials and 10/10 panta batch 0198615 vials from visual inspection. For investigation, two retention vials from supplement batch 0198624 was used to reconstitute two retention vials from panta batch 0198615. No signs of contamination were seen after the panta vials were reconstituted. The one reconstituted panta vial and the remaining supplement vial were incubated at 20 to 25 degrees c and the other reconstituted panta vial and other remaining supplement vial were incubated at 33-37 degree c. At seven days incubation, no signs of microbial growth were observed in any of the incubated vials. Two photos were received for investigation. The first photo shows a reconstituted panta vial with a foreign material inside of the vial that could be fungal growth. The crimp of the vial has been removed from the stopper and the batch information cannot be read from the vial label. The second photo shows the bd china carton label for kit batch 0198632 for batch verification. This complaint can be confirmed by the photos. This product does not have a sterile claim. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿; mgit¿; 960 supplement kit a large mycete was discovered.